Event description:
Additional information received notes that the implantable cardiac monitor was unable to be interrogated.

Manufacturer narrative:
Correction: a2 - patient age updated to 69 years; it was previously reported as 68 years.

Manufacturer narrative:
Reported event of inappropriate or unexpected reset and failure to interrogate were confirmed. The device was unable to establish ble telemetry upon receipt. The device was cut open, and battery voltage was found to be above elective replacement indicator (eri) level. Longevity assessment was performed, and device was within normal range of operation with appropriate remaining longevity. Software analysis performed indicated the reset noted in the field was due to possible por. Post cut open, the device was able to establish telemetry, restored from reset, and interrogated. The device reset was reproduced during analysis due to unknown por.a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicates that the implantable cardiac monitor was explanted and replaced. The patient was stable following the procedure.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's implantable cardiac monitor (icm) had an inappropriate reset. No intervention was performed and no patient consequences was reported.